Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was physically broken from the delivery wire at the main coil junction and there was no evidence of electrolytic detachment. The main coil was not returned for analysis. A functional test was unable to be performed as the main coil was broken/fractured from the delivery wire and not returned for analysis. The cause for the reported issue could not be definitively determined; however, it is probable that the main coil was damaged as a result of the reported re-positioning of the coil in the aneurysm, causing its inability to detach and subsequently became broken/fractured from the delivery wire. Per the device directions for use (dfu): "do not rotate delivery wire during or after delivery of the coil. Rotating the target detachable coil delivery wire may result in a stretched coil or premature detachment of the coil from the delivery wire, which could result in coil migration." Therefore, an assignable cause of operational context has be assigned to the reported event along with the main coil broken/fractured that was observed.

Event description:
It was reported that an attempt was made to retrieve the coil once it was unable to be deployed at the target aneurysm. After repositioning the coil multiple times it was still difficult to remove. Therefore, the delivery wire was retrieved and the physician confirmed that the coil had detached without the power supply and remained inside the target aneurysm. There were no clinical consequences to the patient.

Event description:
It was reported that an attempt was made to retrieve the coil once it was unable to be deployed at the target aneurysm. After repositioning the coil multiple times it was still difficult to remove. Therefore, the delivery wire was retrieved and the physician confirmed that the coil had detached without the power supply and remained inside the target aneurysm. There were no clinical consequences to the patient.